Event description:
It was reported that during npwt utilizing renasys touch pump, the nurse was unable to charge the battery with the ac adapter connected to the device. The treatment was continued with a back-up device. The device will be returned to jp local service. The results will be shared after its completion.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.